Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a leadless implantable pulse generator (ipg) implant procedure the patient experienced a pericardial effusion. A pericardiocentesis was performed. The procedure was aborted without attempting to implant ipg and a transvenous system was implanted two days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system was returned, analyzed, and no anomalies were found. There was a visual observation with the delivery system. The analyst noted there is excessive fraying of material on the edge of the device cup. If information is provided in the future, a supplemental report will be issued.